Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for atrial arrhythmia with rapid ventricular response detected as ventricular tachycardia (vt). The right ventricular (rv) lead also exhibited intermittent oversensing. The cardiac resynchronization therapy defibrillator (crt-d) and the rv lead remain in use. No further patient complications have been reported as a result of this event.